Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent severely damaged across its length. The stent struts were distorted, lifted upwards from the stent profile and stretched over the proximal balloon cone and sleeve and onto the outer. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the distal balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. However the proximal part of the balloon could not be clearly seen as the stent was stretched over this part of the unit. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink on the inner, 18mm distal to the port weld. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 09-dec-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 80% stenosed, 38mm in length, concentric, de novo target lesion was located in the severely tortuous and moderately calcified proximal right coronary artery. An al1 6f guide catheter was placed. After a non bsc guide wire crossed the lesion, a 2.5x20mm balloon catheter was used for predilation of the lesion several times. Then a 4.00x38mm promus element¿ plus stent was advanced but was unable to cross the lesion despite several attempts. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.